Event description:
It was reported that the user received urgent low and low glucose alerts and had a lowest blood glucose of 65 mg/dl, which she treated with coke and a sugar shot; she reported that she typically runs lower and did not identify another cause, and her glucose was 145 mg/dl at the time of the call. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization, no medical intervention beyond self-treatment, and recovery to normoglycemia. Investigation included complaint intake, review of the alarm history, and troubleshooting and education with the user. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and unrelated to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.